Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she did not replace the products and she sent defective products back for investigation.

Event description:
Consumer reported complaint for bent inner part of pen needle. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date is 06/30/2024 and open vial date is undisclosed.